Event description:
It was reported that during an iliac pta/stenting treatment procedure, the proximal portion of the express-biliary ld stent deployed only 1/3 of the way. Intervention was converted to an open procedure. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `fine'.